Manufacturer narrative:
The customer reported problem was confirmed complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: (B)(6) had an etco2 sn (B)(4) failed co2 sensor calibration. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to check his test set up. He did not use flow meter. I emailed (B)(6) etco2 test set up drawing and system maintenance software user manual.